Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was tested for flow accuracy and found within specification. No cause could be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow rate issue during therapy. The patient was receiving metronidazole 500 / 100 ml, when pump alerted complete there was 40 ml left to infuse. There was no patient injury or medical intervention associated with this event. No additional information is available.